Event description:
Patient reported that they have a chipped front bottom tooth. They were seen by their dentist who recommended that they discontinue treatment. Requested letter of recommendation to cease treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.